Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had observed a piece of the distal end not intact and protruding next to the elevator lever during cleaning debris with a brush. The event occurred during reprocessing for a diagnostic endoscopic ultrasound. There was no delay, and the procedure was finished with the same device. There was no patient or procedure involved. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a gap between the distal end and forceps cover. Additional findings are as follows: the adhesive on the bending section cover had a chip and deterioration and separation on the thread-wound sections. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to the investigation, the subject device was not returned to legal manufacturer (shirakawa factory), therefore, its condition could not be thoroughly checked. Thus, investigators could not identify a root cause. Moreover, the investigation could not assume the cause of the phenomenon from the following facts found out from the investigation. Facts found out from the investigation. According to the inspection results, phenomenon 1 (cleaning debris with a brush, noticed that a portion of the distal end was not intact and protruded to the side of the elevator lever) which was reported from the facility was not reproduced. According to the inspection results, phenomenon 2 (gap between the tip and the forceps cover. Phenomenon) occurred. According to the inspection results, the cause of phenomenon (2) could not be determined. As to the handling methods of the subject device, investigators checked the contents described in the instruction manual and found the following descriptions. Phenomena might be prevented by following these descriptions. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.